Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was out of calibration between 9% and 10% calibration and delivering too much medication. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no physical damage; however, the tamper seal was broken. There was no evidence of the reported error in the event history log. The reported problem was duplicated. A calibration test was performed, the device passed the calibration test with no issues. For the delivery issue, three accuracy tests were run, and the pump was found to be slightly over delivering to the manufacturing specifications. For corrective action, it was recommended that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range. The root cause was unknown. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: b5: additional information received on 09-aug-2022 via email and attached in complaint object: no patients were harmed or involved. The issue was caught while doing annual pm (preventive maintenance). H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110 h4: correction: device manufacturing date: 19-feb-2014.